Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, one tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation. Evaluation of the provided photo demonstrates underfill. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.